Event description:
A malfunction was reported, displaying malfunction code 16, and a fault ID was available. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the pump, which was under warranty. The customer planned to use multiple daily injections as a backup insulin therapy. They were instructed to put the pump into storage mode and return it with a pre-paid label. The customer understood and acknowledged these instructions.